Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege:bilateral patient was implanted with a depuy asr hip implant on his right side on (B)(6), 2008, and on his left side on (B)(6), 2008. Patient has experienced progressive pain and popping, which negatively affects his ability to walk, move, and sleep. Additionally, patient has excessive levels of cobalt and chromium in his blood. Patient has not yet scheduled revision surgery for either implant.